Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/19/2022. H6 component code: g07002 no device problem found. H3 investigational narrative: a sealed box and seven packets of product code 1915g were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. Functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: the suture is breaking apart easily and was very elastic. The following additional information is pending: please explain in detail what was the issue with the device. What do you mean by ¿product breaking apart¿? I.e did the suture broke? Did the suture pull off from the needle? When did the issue occurred, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op)? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Will the device be returned? If yes, to whom should a shipper kit be sent to? Please provide name and address. If this event occurred in multiple procedures, please provide the following information for each patient/event: procedure name and date? Quantity involved in each procedure? Event description stating when each involved device had a suture breakage issue in the procedure. Any adverse patient consequences and how were they managed? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. The suture broke easily, and was very elastic. There were no patient consequences reported. Additional information was requested.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. The suture broke easily, and was very elastic. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: the suture is breaking apart easily and was very elastic. The following additional information is pending: please explain in detail what was the issue with the device. What do you mean by ¿product breaking apart¿? I.e did the suture broke? Did the suture pull off from the needle? When did the issue occurred, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op)? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Will the device be returned? If yes, to whom should a shipper kit be sent to? Please provide name and address. If this event occurred in multiple procedures, please provide the following information for each patient/event: procedure name and date? Quantity involved in each procedure? Event description stating when each involved device had a suture breakage issue in the procedure. Any adverse patient consequences and how were they managed? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent